Event description:
The account alleged that the foot end brake casters would swivel when the brake was engaged. No pt impact.

Manufacturer narrative:
The account replaced the foot end brake casters to resolve the issue.